Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j10868r04, implanted: (B)(6) 2001, product type: catheter. Product ID: 8709, lot# j10868r04, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a wound issue at the pump pocket. The pump was eroding through the skin and the healthcare provider (hcp) could see the connector. It was reported that the hcp noticed it a couple of day prior to report, the manufacture representative thought (B)(6) 2015. The patient was placed on keflex (antibiotic). The hcp wanted to know if he could open back the spinal incision site and leave the catheter in the intrathecal place. The hcp may be explanting the pump to allow the wound to heal. Additional information received reported that the patient reported to the surgeon on (B)(6) 2015 they had 3 week history of wound, "gap/redness." The patient was scheduled for wound/pocket revision vs explant. The redness was progressing and the surgeon made the decision to explant the pump and proximal portion of the catheter, with plan to re-implant. The physician believed a buildup of scar tissue caused the wound to breakdown. The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)